Event description:
Evaluation summary: the distal tip was slightly flared and damaged. The 1st proximal and distal stent segments and balloon pillows were slightly expanded. The inflation lumen was damaged 8.5cm proximal to the balloon bond. Negative purge confirmed the presence of a leak. On pressurization of the device water was observed leaking from the damaged area of the inflation lumen. Visual inspection confirmed the presence of a short longitudinal tear and scratches on the inflation lumen.

Event description:
The physician attempted to implant a 2.75 x 24 mm endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the lcx. The device was successfully positioned at the target lesion, however when an attempt was made to inflate the balloon of the device, it failed to inflate and the device was removed from the patient. When the device was removed, a perforation of the delivery system was observed. Another endeavor stent was successfully implanted. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: related to operational context (damage observed on inflation lumen was most likely procedural related). Conclusions: operational context contributed to event (damage observed on inflation lumen was most likely procedural related). (B)(4).

Manufacturer narrative:
Evaluation, results: (root cause cannot be determined based on limited information received). Conclusions: unable to confirm complaint (root cause cannot be determined based on limited information received). (B)(4).